Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, foam particles was found in blower kit, debris on lcd screen and connector was found to be destroyed. No other device problems were found. The device was scrapped.